Manufacturer narrative:
Device passed displacement test and selftest. Pump error 63 was present in the pump trace download due to broken trace at pin 6 on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the audio stopped working on the insulin pump. The customer¿s blood glucose was unknown. The customer did audio test and the test was failed. The insulin pump will be returned for analysis.